Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch pcb was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. Fse determined the cause of the problem to be a faulty smart switch board. The smart switch board contains circuitry that monitors the activity of the hard disk drive and will hold power once the power button is pressed until no activity is detected before shutting the system down. A faulty smart switch board can cause a no boot. Fse replaced the faulty smart switch board to restore system functions. Based on the age of this system (manufactured in 2005), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.